Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain pelvic pain/pain") in an adult female patient who had essure (batch no. 909031(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 on (B)(6) 2012 and c-section on (B)(6) 2012. Previously administered products included for birth control: micronor from (B)(6) 2013 to (B)(6) 2013; for an unreported indication: acetaminophen from (B)(6) 2012 to (B)(6) 2018. Concurrent conditions included obesity, postpartum state, polyp of corpus uteri, non-smoker and alcohol use. Concomitant products included oral contraceptive nos for vaginal bleeding as well as medroxyprogesterone (depo provera) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)/ bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ bleeding"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping"), abdominal pain lower ("lower abdomen pain (daily and mild to severe)") and dyspareunia ("dyspareunia (painful sexual intercorse) / painful intercourse"). The patient was treated with surgery (on (B)(6) 2016 total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder and female sexual dysfunction outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, abdominal pain lower and dyspareunia had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion pregnancy test urine - on (B)(6) 2012: negative x-ray - on (B)(6) 2013: essure device was properly in place on (B)(6) 2014, CT scan of abdomen of pelvis with contrast dye was done. On (B)(6) 2015, pathology test revealed uterus and cervix, fallopian tubes. Proliferative endometrium with focal adenomyosis. No endometrial hyperplasia or carcinoma. Benign cervix and fallopian tubes. Paratubal cyst. Microscopic description: the fallopian tubes were seen in complete cross sections and they were benign. There was a paratubal cyst. Gross description: two of them were pink-tan tubular tissues, both with fimbriated extremity, these had not been submitted as to laterality and laterality was not grossly interpretable, one tissue measured 4 x 0.8 x 0.4 cm and the other measured 4.3 x 0.6 x 0.5 cm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-nov-2018: pfs received -outcome for the event 'cramping' was recovered. Incident no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain pelvic pain/pain') in an adult female patient who had essure (batch no. 909031(not valid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 on (B)(6) 2012, c-section on (B)(6) 2012 and multigravida. Previously administered products included for birth control: micronor from (B)(6) 2013; for an unreported indication: acetaminophen from (B)(6) 2012 to (B)(6) 2020. Concurrent conditions included obesity, postpartum state, polyp of corpus uteri, non-smoker and alcohol use. Concomitant products included oral contraceptive nos for vaginal bleeding as well as medroxyprogesterone acetate (depo provera) from (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)/ bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ bleeding"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping"), abdominal pain lower ("lower abdomen pain (daily and mild to severe)"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful intercourse") and psychological trauma ("psych injury"). The patient was treated with surgery (on (B)(6) 2016 total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, abdominal pain lower and dyspareunia had resolved and the menstrual disorder, female sexual dysfunction and psychological trauma outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: results: negative. X-ray - on (B)(6) 2013: results: essure device was properly in place. On (B)(6) 2014, CT scan of abdomen of pelvis with contrast dye was done. On (B)(6) 2015, pathology test revealed uterus and cervix, fallopian tubes. Proliferative endometrium with focal adenomyosis. No endometrial hyperplasia or carcinoma. Benign cervix and fallopian tubes. Paratubal cyst. Microscopic description: the fallopian tubes were seen in complete cross sections and they were benign. There was a paratubal cyst. Gross description: two of them were pink-tan tubular tissues, both with fimbriated extremity, these had not been submitted as to laterality and laterality was not grossly interpretable, one tissue measured 4 x 0.8 x 0.4 cm and the other measured 4.3 x 0.6 x 0.5 cm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event psych injury was added. Outcome of event pelvic pain was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain pelvic pain/pain') in an adult female patient who had essure (batch no. 909031(not valid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 on (B)(6) 2012, c-section on (B)(6) 2012 and multigravida. Previously administered products included for birth control: micronor from (B)(6) 2013 to (B)(6) 2013; for an unreported indication: acetaminophen from (B)(6) 2012 to (B)(6) 2020. Concurrent conditions included obesity, postpartum state, polyp of corpus uteri, non-smoker and alcohol use. Concomitant products included oral contraceptive nos for vaginal bleeding as well as medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)/ bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ bleeding"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping"), abdominal pain lower ("lower abdomen pain (daily and mild to severe)"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful intercourse") and psychological trauma ("psych injury"). The patient was treated with surgery (on (B)(6) 2016 total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, abdominal pain lower and dyspareunia had resolved and the menstrual disorder, female sexual dysfunction and psychological trauma outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: results: negative. X-ray - on (B)(6) 2013: results: essure device was properly in place. On (B)(6) 2014, CT scan of abdomen of pelvis with contrast dye was done. On (B)(6) 2015, pathology test revealed uterus and cervix, fallopian tubes. Proliferative endometrium with focal adenomyosis. No endometrial hyperplasia or carcinoma. Benign cervix and fallopian tubes. Paratubal cyst. Microscopic description: the fallopian tubes were seen in complete cross sections and they were benign. There was a paratubal cyst. Gross description: two of them were pink-tan tubular tissues, both with fimbriated extremity, these had not been submitted as to laterality and laterality was not grossly interpretable, one tissue measured 4 x 0.8 x 0.4 cm and the other measured 4.3 x 0.6 x 0.5 cm. Lot # 909031 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain pelvic pain/pain') in an adult female patient who had essure (batch no. 909031(not valid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 on (B)(6) 2012, c-section on (B)(6) 2012 and multigravida. Previously administered products included for birth control: micronor from (B)(6) 2013; for an unreported indication: acetaminophen from (B)(6) 2012 to (B)(6) 2020. Concurrent conditions included obesity, postpartum state, polyp of corpus uteri, non-smoker and alcohol use. Concomitant products included oral contraceptive nos for vaginal bleeding as well as medroxyprogesterone acetate (depo provera) from (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)/ bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ bleeding"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping"), abdominal pain lower ("lower abdomen pain (daily and mild to severe)"), dyspareunia ("dyspareunia (painful sexual "intercourse") / painful intercourse") and psychological trauma ("psych injury"). The patient was treated with surgery (on (B)(6) 2016 total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, abdominal pain lower and dyspareunia had resolved and the menstrual disorder, female sexual dysfunction and psychological trauma outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: results: negative. X-ray - on (B)(6) 2013: results: essure device was properly in place. On (B)(6) 2014, CT scan of abdomen of pelvis with contrast dye was done. On (B)(6) 2015, pathology test revealed uterus and cervix, fallopian tubes. Proliferative endometrium with focal adenomyosis. No endometrial hyperplasia or carcinoma. Benign cervix and fallopian tubes. Paratubal cyst. Microscopic description: the fallopian tubes were seen in complete cross sections and they were benign. There was a paratubal cyst. Gross description: two of them were pink-tan tubular tissues, both with fimbriated extremity, these had not been submitted as to laterality and laterality was not grossly interpretable, one tissue measured 4 x 0.8 x 0.4 cm and the other measured 4.3 x 0.6 x 0.5 cm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event psych injury was added. Outcome of event pelvic pain was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain pelvic pain/pain") in a female patient who had essure (batch no. 909031) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 on (B)(6) 2012 and c-section on (B)(6) 2012. Concurrent conditions included obesity, postpartum state, polyp of corpus uteri, non-smoker and alcohol use. Concomitant products included oral contraceptive nos for vaginal bleeding as well as medroxyprogesterone (depo provera) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)/ bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)/ cramping"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain lower ("lower abdomen pain (daily and mild to severe)") and dyspareunia ("dyspareunia (painful sexual intercorse) / painful intercourse"). The patient was treated with surgery (on (B)(6) 2016 total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder, dysmenorrhoea and female sexual dysfunction outcome was unknown and the vaginal haemorrhage, menorrhagia, fatigue, abdominal pain lower and dyspareunia had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: negative. X-ray - on (B)(6) 2013: essure device was properly in place. On (B)(6) 2014, CT scan of abdomen of pelvis with contrast dye was done. On (B)(6) 2015, pathology test revealed uterus and cervix, fallopian tubes. Proliferative endometrium with focal adenomyosis. No endometrial hyperplasia or carcinoma. Benign cervix and fallopian tubes. Paratubal cyst. Microscopic description: the fallopian tubes were seen in complete cross sections and they were benign. There was a paratubal cyst. Gross description: two of them were pink-tan tubular tissues, both with fimbriated extremity, these had not been submitted as to laterality and laterality was not grossly interpretable, one tissue measured 4 x 0.8 x 0.4 cm and the other measured 4.3 x 0.6 x 0.5 cm. Most recent follow-up information incorporated above includes: on 26-feb-2018: new events added- abnormal bleeding (vaginal,menorrhagia)/ bleeding, dysmenorrhea (cramping)/ cramping, apareunia (inability to have sexual intercourse)/ painful intercourse, fatigue, lower abdomen pain (daily and mild to severe) and dyspareunia (painful sexual intercorse). Historical conditions, concomitant conditions, lot number and concomitant drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (on (B)(6) 2016 removal of essure via total hysterectomy). Essure was withdrawn. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered pelvic pain and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: x-ray result was essure device was properly in place. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. She underwent a total hysterectomy to remove micro-inserts around four years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer had severe pelvic pain. Considering the nature of the event and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. She underwent a total hysterectomy to remove micro-inserts around four years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer had severe pelvic pain. Considering the nature of the event and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain pelvic pain/pain') in an adult female patient who had essure (batch no. 909031(not valid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 on (B)(6) 2012, c-section on (B)(6) 2012 and multigravida. Previously administered products included for birth control: micronor from (B)(6) 2013; for an unreported indication: acetaminophen from (B)(6) 2012 to (B)(6) 2020. Concurrent conditions included obesity, postpartum state, polyp of corpus uteri, non-smoker and alcohol use. Concomitant products included oral contraceptive nos for vaginal bleeding as well as medroxyprogesterone acetate (depo provera) from (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)/ bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ bleeding"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping"), abdominal pain lower ("lower abdomen pain (daily and mild to severe)"), dyspareunia ("dyspareunia (painful sexual intercorse) / painful intercourse") and psychological trauma ("psych injury"). The patient was treated with surgery (on (B)(6) 2016 total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, abdominal pain lower and dyspareunia had resolved and the menstrual disorder, female sexual dysfunction and psychological trauma outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: results: negative. X-ray - on (B)(6) 2013: results: essure device was properly in place. On (B)(6) 2014, CT scan of abdomen of pelvis with contrast dye was done. On (B)(6) 2015, pathology test revealed uterus and cervix, fallopian tubes. Proliferative endometrium with focal adenomyosis. No endometrial hyperplasia or carcinoma. Benign cervix and fallopian tubes. Paratubal cyst. Microscopic description: the fallopian tubes were seen in complete cross sections and they were benign. There was a paratubal cyst. Gross description: two of them were pink-tan tubular tissues, both with fimbriated extremity, these had not been submitted as to laterality and laterality was not grossly interpretable, one tissue measured 4 x 0.8 x 0.4 cm and the other measured 4.3 x 0.6 x 0.5 cm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event psych injury was added. Outcome of event pelvic pain was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain pelvic pain/pain") in a female patient who had essure (batch no. 909031(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 on (B)(6) 2012 and c-section on (B)(6) 2012. Concurrent conditions included obesity, postpartum state, polyp of corpus uteri, non-smoker and alcohol use. Concomitant products included oral contraceptive nos for vaginal bleeding as well as medroxyprogesterone (depo provera) from 9-oct-2012 to 14-oct-2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)/ bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)/ cramping"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain lower ("lower abdomen pain (daily and mild to severe)") and dyspareunia ("dyspareunia (painful sexual intercorse) / painful intercourse"). The patient was treated with surgery (on (B)(6) 2016 total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder, dysmenorrhoea and female sexual dysfunction outcome was unknown and the vaginal haemorrhage, menorrhagia, fatigue, abdominal pain lower and dyspareunia had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion, pregnancy test urine - on (B)(6) 2012: negative. X-ray - on (B)(6) 2013: essure device was properly in place on (B)(6) 2014, CT scan of abdomen of pelvis with contrast dye was done. On (B)(6) 2015, pathology test revealed uterus and cervix, fallopian tubes. Proliferative endometrium with focal adenomyosis. No endometrial hyperplasia or carcinoma. Benign cervix and fallopian tubes. Paratubal cyst. Microscopic description: the fallopian tubes were seen in complete cross sections and they were benign. There was a paratubal cyst. Gross description: two of them were pink-tan tubular tissues, both with fimbriated extremity, these had not been submitted as to laterality and laterality was not grossly interpretable, one tissue measured 4 x 0.8 x 0.4 cm and the other measured 4.3 x 0.6 x 0.5 cm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-aug-2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.